Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use of the device for cardiopulmonary bypass, the air bubble sensor reportedly sounded an alarm, even though, no air was present in the extracorporeal tubing. There was no adverse consequence to a patient as a result of this event.